Event description:
It was reported that the device was used during a cholecystectomy. It was reported by the rep that a mcm20 was opened for the purpose of ligating the cystic duct. One clip was placed. Subsequent clips were ejected and were not captured in the jaws. Another mcm20 was opened and the case was completed without pt consequence.